Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 409 mg/dl. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. There was a keypad issue. The customer was advised the insulin pump will need to be replaced. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened esc and act dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.